Event description:
It was reported that the deep brain stimulation (dbs) system was removed due to infection on the day of report. It was noted that there was erosion on the top of the battery, on the top of the extension /lead connection site, and on the right side of the burr hole. It was noted that the system was explanted without incident. It was noted that a new system was intended to be implanted when the patient had fully recovered. Additional information received reported that the manufacturing representative was still trying to compile a list of answers. Additional information was requested but was not available as of the date of the report.

Manufacturer narrative:
Product ID: 3387s-40, lot# va074jr, implanted: (B)(6) 2013, product type: lead. Product ID: 3387s-40, lot# va0706h, implanted: (B)(6) 2013, product type: lead. Product ID: 3708660, serial# (B)(4), implanted: (B)(6) 2013, product type: extension. Product ID: 37642, serial# (B)(4), product type: programmer. Patient product ID: 3708660, serial# (B)(4), implanted: (B)(6) 2013, product type: extension. Product ID: 3387s-40, lot# va074jr, implanted: (B)(6) 2013, product type: lead. Product ID: 3708660, serial# (B)(4), implanted: (B)(6) 2013, product type: extension. Product ID: 3387s-40, lot# va0706h, implanted: (B)(6) 2013, product type: lead. Product ID: 3708660, serial# (B)(4), implanted: (B)(6) 2013, product type: extension. (B)(4).

Event description:
Additional information received reported that a culture showed ¿scant¿ serratia marcescens. It was reported that the patient was on oral antibiotics for 2 weeks total. It was reported the patient was doing well.

Manufacturer narrative:
(B)(4).